Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose level of 38 mg/dl. The customer also had sensor and blood glucose values that were not within an acceptable range. He/she also reported bent cannulas. The product was not returned. Nothing further to report.